Manufacturer narrative:
.

Event description:
A report was received that the recently implanted patient experienced a sudden pain to the upper back and lost feeling below the waist. The patient was rushed to the hospital, where it was found that the patient had epidural hematoma. The physician evacuated the hematoma, and the patient regained sensory feeling in the feet. It was believed that hematoma was procedure related and not device related.